Event description:
It was reported to philips that the device has a failure in the pacemaker test. There was no patient involvement. The field service engineer (fse) evaluated the device and confirmed the problem. The device needs a main (processor) pca. The device is end of support since 31 december, 2018 and no parts are available. The customer was aware of the end-of-life terms and the device remains at the customer site. No further investigation or action is warranted. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable.